Manufacturer narrative:
The device was not returned to olympus for evaluation. The user facility informed olympus that the e204 error occurred at the end of a diagnostic procedure. The physician was holding pressure on the patient¿s cecum and reported difficulty. There was no patient injury or harm. The procedure was completed without any issues. The scope was pulled out of the light source and repositioned, the error disappeared. Olympus informed the customer that the scope error is indicative of a foreign object, they will clean the scope following the procedures. If additional information is obtained a supplemental MDR will be filed.

Event description:
The user facility reported an e204 error on a scope light source during a diagnostic procedure. No patient injury was reported. No additional information has been provided.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include that it was not possible to communicate with the scope stably because it was connected with the electrical contact point of the output connectors when there was a foreign object (chemical residue, water cerumen, sebum staining, dust, gauze, etc.).